Manufacturer narrative:
The pump passed the rewind, prime, excessive no delivery, self-test and unexpected restart error tests. Unable to perform the displacement, basic occlusion and occlusion tests due to the reservoir tube lip damage. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, a missing end cap sticker and minor scratches on the display window. The test reservoir does not stay locked in place due to the reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 580mg/dl due to a broken reservoir compartment. The customer treated with insulin. Customer indicated that the reservoir cannot stay locked into the compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.